Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer's blood glucose was running high with 600 mg/dl customer were hospitalized due to diabetic ketoacidosis and high blood glucose on wednesday morning with blood glucose 1000 mg/dl. The current blood glucose is 200 mg/dl. The insulin pump will not be returned for analysis.